Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. It should be noted that, per the intended use section of the mitraclip system instructions for use ( IFU), which states that: "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation". Moreover, IFU system preparation before use warning states that: ¿do not use the mitraclip system after the ¿use by¿ date stated on the packaging label, and never reuse or re-sterilize the system. Use of expired, reused or re-sterilized devices may result in infection, endocarditis, and/or sepsis¿. All available information was investigated and the reported off-label use and use of expired product is due to use error for deviating from the IFU. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Ina.

Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is being filed to report expired steerable guide catheter used during the procedure. It was reported that the mitraclip procedure was performed to treat tricuspid regurgitation (tr) of grade 3-4. Three clips were implanted, reducing tr to 1. After the procedure, it was noted that the steerable guide catheter used in the procedure was expired. The sgc had performed as intended with no issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.